Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up after receiving a vibratory notification. Interrogation revealed episodes of non-sustained lead noise. Pacing lead impedance showed large variations. The lead was capped and replaced. The patients condition was fine following the procedure.